Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery. The tip of the drill sleeve broke off when the surgeon used it by attaching to the plate during fixation of the posterior malleolus of distal tibia. The part of the broken fragment of the drill sleeve was remained in the patient¿s body at the surgeon¿s discretion. The breakage occurred when taking the drill sleeve off after use for temporary fixation. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) 2.8mm threaded drill guide this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that (323.027, lcp drill sleeve 3.5 f/drill bits ø2.8) had broken tip. It is possible the device encountered unintended forces during use (off-axis or excessive hammer blows). Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the lcp drill sleeve 3.5 f/drill bits ø2.8 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.